Manufacturer narrative:
A healing collar (hc345) was returned. Visual inspection of the as received product identified excessive wear and deformation around the threads. There were noticeable signs of usage around the collar and the hex. There was presence of an unconfirmed foreign/biological material around the threads and in the hex. The healing collar did not thread into the test implant during functional testing. Instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs (9658 rev 1-01/15) information identified: healing collars one-stage surgical protocol in a one-stage protocol, the healing collar is threaded into the implant immediately following implant placement. Following placement of the implant(s), irrigate the surgical site with sterile water, and then suction ensuring the implant¿s internal chamber is clear of bone and tissue debris and/or blood. Seat the healing collar into the implant with a 1.25mmd hex tool, ensuring the healing collar and hex tool are in alignment with the axis of implant for proper thread engagement, and then use finger pressure to tighten. Do not use a surgical motor. Once the healing collar is fully seated into the implant, a restorative torque wrench may be used to tighten the component at a setting of 10 ncm. If desired, a periapical radiograph may be taken to verify the healing collar is fully seated. Note: if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment. Carefully replace the soft tissue around the healing collar. Use suture material of choice and suture with one or more of the suture methodologies available. The complaint was confirmed, as the healing collar did not thread into the test implant during functional testing. There was excessive wear around the threads and appeared to be deformed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The doctor indicated while placing the healing abutment, it would not thread into the implant. Another healing abutment was placed within the same surgery.